Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 extensions; however, it is unknown which extension, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead extension, model: 3346, UDI: (B)(4), batch: 5752997. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during ipg replacement procedure, the extension was found to be fractured. In turn, surgical intervention was undertaken wherein the extension was explanted and replaced to address this issue. Therapy was restored.